Event description:
An lma classic was inserted into patient and upon inflation, the inflation balloon expanded to about the size of a golf ball. The crna realized that an adequate seal could not be achieved and that's when the patient coughed out the lma. Patient was immediately intubated with an ett and there was not patient problem.